Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited undersensing. The patient was pacemaker dependent. No additional information was reported.